Event description:
It is reported the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working and put back into service.